Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into working power source and display turned on showing malfunction code, and customer planned to continue using current pump and rely on alternate insulin method if necessary. Technical support arranged shipment of replacement pump.